Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that during the procedure, the first proximal stent graft was inadvertently pulled back, necessitating additional stent grafts to be used. The aneurysm was successfully treated. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Required secondary intervention - results - stent graft was inadvertently pulled back. Conclusions - stent graft was inadvertently pulled back.